Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2021 wherein the left lead was repositioned back to t7 location where as the right lead was explanted and replaced with a new lead addressing the issue. Reportedly, therapy was confirmed post operatively. Note: it is unknown which lead sn was explanted.

Manufacturer narrative:
The reported event of lead migration cannot be confirmed with product testing alone. As received, the octrode lead showed a cam impression mark on lead body. Setscrew marks were present on the insertion band of the terminal end electrode, which indicated the lead was secured. No root cause was identified for the reported event. However, a kink with all internal wires broken was observed.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
Related manufacturer reference number: 3006705815-2021-04730. It was reported that the patient experienced ineffective stimulation. Reportedly, patient had fallen against the wall and on the ground. X-rays confirmed that both the leads migrated. Diagnostics showed high impedance on one lead. In turn, surgical intervention may take place at a later date to address the issue.